Event description:
A caller reported errors when scanning the sensor using the freestyle librelink application. As a result, the customer had healthcare provider contact on (B)(6) 2022. However, no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported being unable to scan their fs libre sensor using the librelink app. Attempts to replicate the users compaint using a similar configuration was performed and the freestyle libre sensor was successfully scanned. Investigation was unable to replicate the users complaint therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A caller reported errors when scanning the sensor using the freestyle librelink application. As a result, the customer had healthcare provider contact on 10feb2022. However, no further information was reported. There was no report of death or permanent injury associated with this event.